Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp0050 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the red lumen has cracked." Add info rcvd (B)(6) 2021: replaced 9/29/21 line, because it was broken. Placement date: placed new catheter 9/29/21, removed catheter placed 7/30/21 explants date:(B)(6) 2021 placement info: placed by interventional radiologist. What type of catheter securement was utilized: the line was open, but able to secure with clamp above the break. Patient¿s mom noted the red. Was the bard product used on a patient?: yes. Was there patient harm reported?: PICC line needed to be replaced due to risk for infection. Patient was admitted to the hospital for the procedure/ PICC.